Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial # (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 15 mg/ml at a dose rate of 7 mg/day via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2019, the patient stated that he started having extreme sweating and felt like he was going through withdrawals. The patient¿s wife called ems and the patient was admitted to hospital. The symptoms improved with administration of oral opioids. The patient was taken to the operating room (or) for a possible catheter revision. Once the pump was exposed out of the pocket, the catheter had aspirated easily. The physician then wanted to replace the pump. The pump was replaced. The catheter remained implanted and in-service. Post-op, the dose was decreased per the managing physician and they monitored in-patient. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had no recent falls or mris (magnetic resonance imaging) and that the pump logs were clean. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. It was noted that the explanted pump would not be returned to the manufacturer regarding having been lost. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.